Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that for three days they experienced ¿extremely high heart rate.¿ however, they stated, ¿I¿m thinking it have been me rolling around in awkward positions that did that.¿ in addition, the patient reported their heart rate went below 40 beats per minute during dialysis. The patient¿s implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.